Event description:
It was reported that an ilet user called with a blood glucose of 310 mg/dl that had been elevated for approximately three hours, without symptoms, and noted only 5 units of insulin remaining in the cartridge; the user was advised to change supplies and proceed with troubleshooting and education for high glucose. Symptoms included no reported clinical effects. Outcomes included no change in activities of daily living and no medical intervention beyond routine self-management guidance. Investigation included user interview and troubleshooting education focused on high glucose management and supply replacement. Investigation of this case revealed no device malfunction or component failure identified through user-reported checks, and the event was consistent with hyperglycemia of unclear cause with a potential contributing factor of low remaining insulin in the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.